Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported post a percutaneous coronary intervention (pci) with stent implantation in-stent restenosis occurred. The target lesion was located in the proximal left anterior descending artery (lad). A taxus element stent 24x2.50mm was implanted. On (B)(6) 2011 severe stenosis at the ostium of the lad with some suggestion of proximal instent restenosis was noticed. A post-dilation was performed with a 3.75 x 12 mm non-compliant balloon and implantation of a 3.5 x 11 mm stent with good angiographic results.